Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had an error that appeared when it was plugged into the olympus box, indicating a focus error. There were no reports of patient harm.